Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation under various pulse amplitudes measured current levels within normal range and no indication of premature depletion was noted. A longevity assessment was performed based on the average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted. There were no adverse health consequences, the patient was stable.